Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 514 mg/dl at the time of the event. Troubleshooting was performed. The customer's basal rate was set at 0.45 units per hour from 00:00 to 03:00, but the customer's doctor stated that it should have been set at 0.46 units per hour. The customer's basal rate was set at 0.40 units per hour at 03:00, but the customer's doctor stated that it should have been set at 0.42 units per hour. The rest of the programming was accurate. The prime and displacement tests passed. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer last changed his infusion set the day prior to the event. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.